Manufacturer narrative:
The iesu was installed on an in-house system where the generator functioned as expected. The iesu energized and cauterized and all ports recognized instruments. The m-02 error was confirmed but not replicated. The unit will be returned to the original equipment manufacturer. The root cause is attributed to a defective component.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the neutral electrode could not be recognized and had repeated error m-02. Prior to contacting the tse, the customer had already restarted the integrated electrosurgical unit (iesu) generator, replaced the electrode neutral pad and cable, without success. The tse reviewed the logs and confirmed several errors m-02 and guided the caller to try the pad on herself and also to check the neutral pad settings. Caller said it is all well set and was working for around 1 hour and suddenly the error appeared. The customer confirmed the iesu generator was connected to a well-grounded dedicated power circuit and external pedals in drawers were not activated by accident. Another reboot to the iesu generator was performed, but error m-02 came back immediately. Caller explained that they will continue the surgery using a spare generator. An isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury. Isi followed up with the customer, but no additional information related to the event was available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has not received the da vinci product involved with this complaint to perform failure analysis as of the date of this report. .